Event description:
It was reported that resistance was met when trying to remove the spring wire guide (swg) from the catheter after insertion. As a result, both the swg and catheter had to be removed as one. There were no reported patient complications as a result of this occurrence.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one central venous catheter and one piece of the spring wire guide (swg) were returned for evaluation. Returned catheter & piece of swg were examined. No obstructions, damage or defects were observed in catheter. Returned swg could not be function tested with catheter due to extent of damage to swg. Swg was unraveled & separated. Returned piece of swg included a section of coils with an attached weld. Microscopic examination revealed that core wire separated adjacent to weld. Instructions for use describe suggested techniques to minimize the likelihood of swg damage during use. The investigation found no evidence to suggest a manufacturing related cause. Hdr could not be reviewed because lot number was not provided by customer. A review of sales history records revealed a large volume of this product shipped through the regional distributor. Teleflex does not have direct access to the distributor's records to identify which production lots were sold to this individual hospital. The potential cause could not be determined based upon the information provided and without a complete sample. A CAPA has been initiated to address this issue.